Event description:
It was reported that there was a connection issue between the amia cassette and the transfer set. The patient was unable to disconnect the patient line from the transfer. It was further reported that there was a separation between the female connector and main body of the transfer set. This occurred when disconnecting after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Due to a photo only and not receiving the actual sample for testing, the sample analysis was unable to confirm nor refute the report of connection to female connector. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.